Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that implantable cardiovascular monitor was explanted due to infection and erosion. The device was replaced. The patient was stable before and after the procedure.